Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition of approximately two seconds. Technical services (ts) advised pacing inhibition was due to oversensing of myopotential noise. Ts provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This rv lead remains in service. No additional adverse patient effects were reported.